Event description:
The customer observed imprecise control results on the vitros 250 analyzer using amon slides. Biased results could lead to inappropriate physician action. No biased results were reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into the event shows that precision of the system was outside the expected interval. The customer cleaned the incubator evaporation caps as described in the "as required" maintenance section of the user's documentation. Results of precision testing after maintenance was within expected intervals. The root cause of the biased control results was instrument related.